Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00954.

Event description:
The patient was undergoing a coil embolization procedure in the aortic valve using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra catheter. During the procedure, the physician was unable to visualize the distal end of the lantern after advancing it through the catheter and into the nidus of the arteriovenous malformation (avm). After an unsuccessful attempt to inject contrast through the lantern, the physician attempted to deliver a ruby coil through the lantern; however, the coil became stuck. The physician then determined that the lantern had curled up several times over in the nidus and had become kinked, preventing the ruby coil from advancing further through the lantern. Therefore, the lantern and ruby coil were removed together from the patient. The procedure was completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.